Event description:
It was reported that during an open exploratory laparotomy with a right colectomy, side to side anastomosis, the patient developed an ileus (obstruction), which was improving in 2009. The patient expired the following day from cardio-respiratory arrest, coded for forty five minutes, intervention unsuccessful. Unknown if autopsy was performed. Device was discarded. Ees risk manager spoke with ees sales representative to obtain additional information on 10/26/2009 and 10/27/2009. Rep indicated her source of information at the hospital works in the operating room. He advised that he received information from hospital risk management regarding ¿anastomotic leak.¿ the event reported by the risk manager was from a surgery in the month of pt's death. The rep visits this account once per week and prior to this time, she was never made aware of any difficulty with the stapling devices. Rep will follow up with her contact to get additional information regarding devices used and patient co morbidities as well as to determine an autopsy was performed and if any surgical pathology is available. She will also determine if surgeon are willing to speak with our surgeon to get additional detail.

Manufacturer narrative:
Date sent: 11/16/2009. Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.